Event description:
The distributor reported, the ventilator had been received into the technical dept for routine testing when they noted a smell of overheating. The ventilator was not in use on a pt, therefore, there was no pt harm. The distributor's service engineer performed an evaluation of the ventilator and reported finding a component on the power supply overheated. The service engineer replaced the power supply to correct the problem.